Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 134 mg/dl. After troubleshooting was done, the customer was advised to try a new reservoir with current set. Customer stated that the insulin pump alarm did not delivery with manual. The customer was advised that changing reservoir resolved the issue. Customer was advised that we would replaced the reservoir and agreed to return the product for analysis.